Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Preliminary analysis revealed no output and no telemetry. Further testing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires. (B)(4): 5568 implantable pacing lead 2005-(B)(6). (B)(4).

Event description:
The device was replaced to upgrade the device due to medical judgement. The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.